Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the conductor coils were separated from the terminal pin and the insulation was punctured due to the stylet. Cuts on the insulation were also noted. The lead underwent the stylet insertion and continuity tests with manipulation and passed. No further issues were found.

Event description:
--

Event description:
Boston scientific received information that this brady lead had a conductor fracture and insulation damage, which was observed during implant. No adverse patient effects were reported. The lead was never in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.